Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that the pt was without stimulation and unable to communicate with the ipg via either the charging system or two programmers. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. No further issues have been reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.